Manufacturer narrative:
Patient's weight unavailable. Device lot number and expiration date unavailable. Device manufacture date unavailable because device lot number unavailable. (B)(4).

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead due to non function. A spectranetics lead locking device (lld) was inserted into the ra lead to provide traction to aid in extraction. The physician then chose a spectranetics 12f glidelight laser sheath to use for the extraction attempt. After the ra lead was extracted, the patient's blood pressure dropped. Rescue efforts began immediately, including rescue balloon and sternotomy. The physician discovered a right atrial appendage tear. The repair to the tear was successful and the patient survived the procedure. There was no alleged malfunction of any spectranetics device in use during the procedure. This report is being submitted to capture the lld which was present within the ra lead and was providing traction to the lead when the injury occurred.

Manufacturer narrative:
H3): the device was not returned to the manufacturer, thus no evaluation will be completed. H6): added codes: 4755, 4619, and 4621.